Event description:
It is reported that a customer found moisture inside their insulin pump. The customer has a blood glucose level was 146 mg/dl at the time of the call. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. The customer sent the product back for analysis. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to flattened button dome switches. No button error alarm or moisture damage to the keypad traces or electronic assembly was noted. The insulin pump had minor scratches on the display window, a cracked belt clip slot at the battery tube threads area, a cracked reservoir tube lip, and without the original belt clip.